Event description:
The customer called technical support (ts) reporting that during testing, the device's alarm silence was faulty. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was observed that there was a "check vent: alarm led failed" (diagnostic code 1105) that occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. The pse replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Reporting institution name: (B)(6).